Event description:
It was reported that the inflatable penile prosthesis was prepped as normal and implanted. When the physician tried to deflate the device with the surrogate reservoir, it would not deflate. The physician attempted several troubleshooting techniques including toggling between the deflate button and cycling the device several times after it was in the patient to no avail. An 18 cm inflatable penile prosthesis was implanted, which worked well. The procedure was completed successfully.

Manufacturer narrative:
H3 device evaluation: the ams700 inflatable penile prosthesis (ipp) cylinders were visually inspected and functionally tested; no leaks were found. The cylinders were pressure tested and performed within specification. The ams 700 momentary squeeze pump was visually inspected and functionally tested; no leaks were found. The pump was functionally tested and failed deflation test and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these deflation and activation issues could affect the functionality of the pump. Product analysis confirmed pump malfunction. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. The reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the inflatable penile prosthesis was prepped as normal and implanted. When the physician tried to deflate the device with the surrogate reservoir, it would not deflate. The physician attempted several troubleshooting techniques including toggling between the deflate button and cycling the device several times after it was in the patient to no avail. An 18cm inflatable penile prosthesis was implanted, which worked well. The procedure was completed successfully.